Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The final customer lot number was identified. One component knife lot was used to make up the customer's identified lot. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history record review. A complaint history examination revealed this is the first complaint for the reported lot number. Because no sample was returned and the device history record review of the provided lot number indicates that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and blunted cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Additional information has been requested, but none has been received. (B)(4).

Event description:
An operating room supervisor reported that knives were not sharp. Procedure and patient involvement information is unknown. Additional information has been requested.